Event description:
It was reported that the connector adapter on the infusion set would not turn to the right during a supply change, with the user requiring multiple adapters to complete the change and ultimately achieving connection; no device alarms occurred. Symptoms included hyperglycemia after the user disconnected from the pump for several hours at the gym, which the user treated with a subcutaneous insulin injection. Outcomes included transient hyperglycemia without hospitalization. Investigation included complaint intake, user education on disconnection versus pause, and documentation of the connector adapter lot number. Investigation of this case revealed a suspected connector interface difficulty consistent with an inability to attach the connector, while the pump functioned without alerts and the hyperglycemia coincided with prolonged disconnection. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use conditions during prolonged disconnection contributing to hyperglycemia, with a possible product handling or fit issue at the connector interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.